Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of filter struts beyond the wall of the inferior vena cava (ivc) and perforation into surrounding organs/tissues. The patient reported becoming aware of these events approximately six years and ten months post implant. Since the filter implant, the patient has had a left ventricular assist device (lvad) implanted and takes blood thinners. The patient has also experienced mental anguish. According to the medical records the indication for the filter placement was a recent right lower extremity deep vein thrombosis and a contraindication to anticoagulants. The patients¿ medical history was significant for hodgkin's lymphoma, nonischemic dilated cardiomyopathy, renal failure, hemodialysis and right lower extremity deep vein thrombosis and had undergone chemotherapy and had episodes of anemia and thrombocytopenia making anticoagulation a contraindication. The filter was placed via the right internal jugular vein and deployed after being advanced to the l2 vertebrea. Images were taken to verify placement and the delivery system was removed. An equistream, tunneled hemodialysis catheter, was then placed via the right internal jugular and a previously placed right femoral trialysis catheter was removed, during the ivc filter implant procure. There were no complications. Approximately six years and eight months post implant a computed tomography (CT) scan was performed, and the images were submitted for review two months later. Results of that reading indicated that the filter was tilted anteriorly at the inferior end and it was in contact with the ivc wall. One anterior strut, one lateral and one medial strut perforated 4mm and contacted the bowel. One medial strut perforated 5mm and a posterior strut 4mm and both contacted the l4 vertebral body. One lateral strut perforated 4mm and resides within the soft tissues. No fracture fragments were identified. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Depending on the depth of the perforation surrounding tissues and/or organs may be impacted. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of hodgkin's lymphoma, nonischemic dilated cardiomyopathy, renal failure, hemodialysis, right lower extremity deep vein thrombosis, has undergone chemotherapy, anemia and thrombocytopenia. The filter was deployed at the l2 vertebrae via the patient's right internal jugular vein using ultrasound guidance. Images were taken to verify placement. Next, a hemodialysis catheter was tunneled, sutured in place and sterile dressing was applied. Finally, a right femoral trialysis catheter was removed. There were no complications. Computed tomography (CT) scans done approximately six years and eight months after the index procedure were evaluated six years and ten months after the index procedure. The superior end of the optease filter was at the l2-l3 interspace. The filter was not tilted at the superior end. The filter was tilted anteriorly at the inferior end and it was in contact with the inferior vena cava (ivc) wall. All the struts of the filter perforate the ivc up to 5mm. One (1) anterior strut perforated the ivc wall 4mm and contacted the bowel. One (1) medial strut perforated the ivc wall 4mm and contacted the bowel. One (1) medial strut perforated the ivc wall 5mm and contacted the l4 vertebral body. One (1) posterior strut perforated the ivc wall 4mm and contacted the l4 vertebral body. One (1) lateral strut perforated the ivc wall 4mm and contacted the bowel. One (1) lateral strut perforated the ivc wall 4mm and resides within the soft tissues. Thrombus within the ivc or filter could not be evaluated on these scans as this was a non-contrast study. No fracture fragments were identified. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately six years and ten months after the index procedure. The patient has experienced heart failure. Since the filter implant, the patient has had a left ventricular assist device (lvad) implanted and takes blood thinners. The patient has also experienced mental anguish.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of filter struts beyond the wall of the inferior vena cava (ivc) and perforation into surrounding organs/tissues. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. The instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Depending on the depth of the perforation surrounding tissues and/or organs may be impacted. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation of filter struts beyond the wall of the inferior vena cava (ivc) and perforation into surrounding organs/tissues. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.